Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 2/24/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Additional information was requested, the following was obtained: what was the name of the procedure? What was the procedure date? When was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. Did the needle fall into the patient? If yes, was the needle piece removed from the patient during the same procedure? Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. H3 investigational summary: the product was returned to eth for evaluation. Visual inspection revealed that one labeled winding former with a needle and one suture was received for analysis. Product code vcp213. During the visual inspection of the needle, the swage and attachment area were noted with excessive pressure. The barrel hole was examined under magnification and remnant suture was observed. Additionally, the suture end is severely cut, resulting in a clip off defect. Based on the information currently available, clip off was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that the problem of pulling off suture needle happened in surgery. Total 7 products occurred needle pull off issue. Changed another one to complete the surgery. There were no patient consequences reported. Additional information was requested.